Event description:
It was reported that there was an error code 46822. This alarm event pauses the delivery of the pump until the error is addressed. There was no patient involvement.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 2183161-2025-00026. The date of that submission was 20-feb-2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl showed "error code 46822" alarms. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative updated software, and the pump passed all functional tests and performed as intended after repair.